Event description:
Pt's right thigh prepped with hibistat. Area draped and electrosurgery started. Burning smell and smoke coming from surgical site. Upon further examination, it was noted that there were burns to the bilateral inner thighs. Surgical dressing had ignited.